Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging the patient¿s blood glucose (bg) on (B)(6) 2017 was over 25 mmol/l. It was reported the patient was treated in an emergency room that day with insulin via injection, they discontinued pump therapy, and the pump¿s delivery settings were not recently changed by a healthcare provider. A battery compartment moisture ingress issue was reported. It was reported that the patient experienced the reported bg excursion while off pump therapy. This complaint is being reported because the reported health event was attributed to a device malfunction.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/20/2017 with the following findings: during investigation, the pump was returned with corrosion in the battery compartment. The battery compartment was found to be cracked. The pump did not power on and there were no audible or vibratory sounds. The display screen was blank. The attempts to download the pump history and black box were unsuccessful. The pump failed a leak test due to a battery compartment leak. The pump cover was removed and there was no evidence of moisture damage found. Certain steps were unable to be completed due to the inability to power on the pump due to corrosion in the battery compartment.